Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. The pt was unable to increase the amplitude of the stimulation due to auto-reducing. The sjm rep determined all of the contacts except three were invalid. Reprogramming using the three valid contacts was able to provide stimulation. It was reported the pt once again no long had stimulation coverage so an additional reprogramming session was provided. The pt was to use the new programs to determine the effectiveness.